Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the tip is stripped. The root cause is attributed to wear out. The date code ag0504 indicates the instrument was manufactured in may of 2004 and is over 12 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
This screwdriver stripped out while tightening a screw.